Event description:
It is reported that revision surgery was required due to instability of the joint. The explanted artricular surface showed heavy signs of wear, however, very symmetrical.

Event description:
It is reported that revision surgery was required due to instability of the joint. The explanted artricular surface showed heavy signs of wear, however, very symmetrical.